Event description:
A male underwent aaa repair in 2009. The patient had an initial zenith procedure in 2005, that consisted of placement of a renu converter, an iliac leg graft, and one occluder. The secondary procedure was necessary due to the fact, the patient's aneurysm had grown, requiring additional placement of additional iliac leg graft. The outcome of the patient is unknown.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities, showing the device meets the design requirements and that design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. Without images and additional details, we are unable to determine the exact cause of the aneurysm growth. At this time, there is no evidence to suggest the device was not manufactured to specification. However, we have notified the appropriate individuals and we will continue to monitor for similar events.